Event description:
It was reported that dr (B)(6) revised anothers surgeon (B)(6) to a tka.

Manufacturer narrative:
The associated complaint devices were returned for evaluation. No clinical supporting documents have been provided to conduct a thorough analysis of the reported issue, therefore, no medical assessment can be rendered. The returned femoral, tibia baseplate, and tibia insert were examined visually and using optical microscopy. During this investigation, these components were identified as not being (B)(4) uni components nor were they other smith & nephew uni components. In addition, two smith & nephew screws were returned. It is not known what these screws were used for in this case or why they were included in a complaint for a non-smith & nephew product. A review of complaint history for s&n parts with known batch/lot numbers was performed, which revealed no prior complaints for their corresponding batches with the same failure mode. Similarly, a review of the manufacturing records for s&n parts with known batch/lot numbers did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that these s&n products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.